Event description:
It was reported that during use on a patient, the 980 ventilator went into backup ventilation mode. The patient was transferred to an alternate ventilator with no harm reported.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that the biomed at the facility was instructed by technical support via phone call to run extended self test (est) and report any issues if observed. To date, the biomed has not notified medtronic of any additional issues after performing test. If information is provided in the future, a supplemental report will be issued.